Event description:
It was reported that the device was used during a gastrectomy, the clip couldn't be loaded to the jaw, the clip jumped out of the jaw. The case was completed with another device. There were no adverse consequences to the pt.